Event description:
It was reported that the foley caused urethral bleeding as it was being removed. No additional medical intervention was necessary and the bleeding stopped on its own. The sample received as a cuff roll.

Manufacturer narrative:
Received one used silicone foley catheter. Per preliminary evaluation a cuff roll was observed. Further visual observation did not note a cuff roll. Functional testing was done and no cuff roll was produced. Dimensional evaluation found the catheter to be within specification. The reported event was confirmed per preliminary evaluation with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.